Manufacturer narrative:
A follow-up will be provided at an additional date as more information is made available.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned approximately 2 years post index procedure where a type ia endoleak was observed. Physician elected to re-intervene by placing an ovation ix limb extension and a non-endologix stent, successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.